Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported that their insulin pump has physical damage. The lcd screen has crack on both sides. The customer states that the insulin pump may have fallen. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).